Event description:
(B)(4) .

Manufacturer narrative:
We contacted the customer biomed and the issue was resolved by replacing the video cable. Once the cable was replaced, the issue has not recurred. The failed cable has been discarded on site by the customer.